Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "distal tip broken when attempted cleaning/wiping." "Fiber replaced upon noticing end firing beam." The procedure was completed using a second fiber. No adverse patient outcome.